Event description:
Reporter indicated that the pt had noticed migration of his vns device. Further assessment by the medical professional revealed that the device has indeed migrated "behind the nipple." Additionally, the reporter indicated that the lead "is easily felt and is very tight across the pt's chest area." It was also reported that it is difficult for the pt to swallow food. The pt is taking analgesia as it is painful for him to move his left arm. In addition, the pt stated that the stimulation seems different. In addition, reporter indicated that the pt was last seen in 2007 and the device diagnostics were ok and the device was "comfortable in pt's chest area." It was also reported to the manufacturer that the pt had a fall in late that year and "it has been uncomfortable since then."